Event description:
It was reported that during the implant attempt, the lead was positioned correctly in the coronary sinus. However, when the physician slit the catheter, the lead moved from position. The physician attempted to replace the lead, but was unable to successfully place it within the coronary sinus. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, blood was noted on all conductors (not obstructed); full lead returned and analyzed.